Event description:
Reporter alleged obtaining a discrepant blood glucose result of 145 mg/dl back to back with a result of lo (less than 10 mg/dl) on the compact plus system when testing was performed less than 10 minutes apart. Reporter indicated that she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. Reporter stated that she did not take her normal medications due to the low reading. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.